Manufacturer narrative:
This report is being filed as a result of a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) went to the site to perform a collision sensitivity test and upon investigation, it was discovered that the technologist had something on their finger at the time of the reported issue. The fse tested the system's touchscreen with and without lotion to try and reproduce the event. The event was reproduced with lotion on the finger. The review of log files were inconclusive. The customer was informed to use dry hands and /or clean the touchscreen on a regular basis to avoid particles on the screen. The system is equipped with safety hardware and software limits. If the collimator comes in contact with a patient or object, the system will activate a system emergency stop and halt motion to the system in a controlled fashion, preventing serious injury to a patient, operator or bystander. (B)(4).

Event description:
Philips received information that the site was performing a scan when the technologist using the handcontroller on the touchscreen and when the technologist removed their finger from the touchscreen detector 1 continued to move in towards the patient. The patient tried to inhale their abdomen to avoid the detector arm from contacting them. However, the detector continued to move in and eventually contacted the patient's abdomen. The collision sensors on the detector were triggered, activating an emergency stop and halted all system motion. There is no report of patient injury at the site.